Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of an issue with their cobas p 612 pre-analytical system that may impact patient results. The customer stated that they initially process all samples from the primary sample tubes. However, sometimes they have to perform repeat testing to confirm the results. The repeat testing is done using aliquots prepared by the system. The results from the aliquoted samples do not always match the released results from the primary sample tubes. The customer did not provide any specific data. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The investigation is currently ongoing.

Manufacturer narrative:
A field engineering specialist visited the customer and was unable to reproduce the error.

Manufacturer narrative:
The investigation determined the customer was reusing barcodes on sample tubes. This resulted in multiple patient samples with the same barcode number. Labeling states that unique barcodes must be used.